Event description:
It was reported that the ilet user experienced low blood glucose after lighter breakfasts, with episodes following meals such as cereal with fruit and coffee or eggs with a small amount of carbohydrates, and the patient treated with oral glucose including tablets and juice. Symptoms included hypoglycemia into the 50s though the user did not recall the exact blood glucose value. Outcomes included serious injury requiring unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method, involving the user interface in the context of meal announcements and incorrect meal size estimation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.